Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). The fse was dispatched and on (B)(6) 2016 confirmed the problem reported. Disassembled injector valve and found ports clogged and partially occluded. Replaced rotor seal, stator face and sample loop. Ran qc (quality control) and precision using 2 samples. Instrument operating within manufacturing specifications. The most probable cause of the reported event was stator face clogged.

Event description:
On (B)(6) 2016, the customer reported getting low areas with their hlc-723g8 analyzer. Css (clinical support specialist) had the customer check the drain to make sure it was draining. Had the customer do a prime to check the drainage. After a failed attempt, css had the customer take the cap off and it did not increase the total area. Css then helped the customer change the probe with no success. Valve suspected to be faulty. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.